Event description:
It was reported that during a routine follow-up visit, detail left ventricular assist system (lvas) inspection revealed a dimmed green light of two arrows indicator on the system controller. The system controller was exchanged and the event resolved. The patient did not experience any adverse consequences as a result of the system controller exchange.

Manufacturer narrative:
A2, a4: patient age and weight not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a dim pump running led was confirmed. The heartmate 3 system controller (serial number: (B)(6)) was returned for analysis, and a log file was downloaded for review. A review of the submitted log files showed events spanning approximately 4 days ((B)(6) 2024 per timestamp). Events captured on (B)(6) 2024 took place at abbott. The driveline was disconnected on (B)(6) 2024 at 12:40:32 and the controller was shutdown at 12:41:07. There were no other notable alarms active in the logfile. Pump operation was not affected, and the device appeared to function as intended. The system controller underwent preliminary and functional testing and passed. The controller was connected to a mock loop and was able to operate a pump with no alarms active. The controller functioned as intended. The root cause of the reported event was unable to be conclusively determined through this investigation. Fluid ingress was found in a superficial jacket damage on the power cable. The device history records were reviewed for the system controller (serial number: (B)(6)) and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.